Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for retroperitoneal bleeding. The exact root cause cannot be determined. The likely cause was determined to have been puncture proximal to the inguinal ligament resulting in retroperitoneal bleeding. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: clinical trial number (B)(4). A2: age or date of birth: requested, not provided. A3b: gender: n/a. A5: ethnicity: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: interventional cardiologist. E1: phone number: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that directly post-procedure the patient had hemorrhagic shock because of bleeding from exit angio-seal in the aie right. The puncture of the femoral artery was cranial from the ligament of poupart. Directly after procedure, the patient became in a shock and an intervention with covered stent of the femoral artery had to be performed. It was seen that there was leakage of blood at the site of the entrance of the angio-seal. The puncture and hence closure of the angio-seal was above the ligament of poupart, so the bleeding was retroperitoneal. Therefore, it is not known how much blood was lost, however a significant amount because patient was in hemorrhagic shock. The bleeding was resolved with a covered stent in the aie right.